Event description:
It was reported that the patient underwent transcatheter valve replacement due to worsening aortic regurgitation. It was reported that this event was not related to the device. The event resolved without sequelae on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrhythmia cannot be conclusively determined through this investigation. The event reportedly resolved on (B)(6) 2020 and the patient remains ongoing on the pump. The heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to emergency room (ER) with shortness of breath and ventricular tachycardia (vt). Patient was bolused and placed on amiodarone and lidocaine drip. Attempted several aggressive antitachycardia pacing (atp) with no conversion. He was then delivered a command shock with conversion to sinus rhythm. It was decided the patient would undergo transcatheter aortic valve replacement (tavr) with possibility of repeat vt ablation. Patient underwent successful tavr on (B)(6) 2020. No further information was provided.